Manufacturer narrative:
The manufacturer received information alleging a ventilator inoperative condition occurred prior to use on the device. A dealer representative allegedly confirmed the reported alarm was duplicated on the device. The device was replaced with another device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The system error logs were reviewed and confirmed the issue occurred on the device. The device's main board was replaced to address the issue. Additional findings not related to the malfunction/issue was "life related smell" were confirmed on the device. The blower, outlet flow path, and right-side assembly were replaced to address this issue. After replacing all of the parts, the device was checked and functionally tested. Afterwards, the device was cleaned.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred prior to use on the device. A dealer representative allegedly confirmed the reported alarm was duplicated on the device. The device was replaced with another device. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete. Additional findings not related to the malfunction/issue.